Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose level on unknown date. Customer¿s blood glucose level was 2.2 mmol/l, at the time of incidence. Customer was treated with glucose tablets. The auto mode was delivering insulin at the time of event. Customer did not report that the insulin pump was over delivering the insulin. The insulin pump will not be returned for analysis.